Event description:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ("metrorrhagia") and device dislocation ("the implants were located very low, therefore removal of essure failed") in a (B)(6) year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced complication of device removal ("removal of essure implants failed"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating") and headache ("headaches sometimes"). The patient was treated with surgery (salpingectomy was performed on (B)(6) 2018 but implants were located very low, so removal failed). At the time of the report, the metrorrhagia, device dislocation, abdominal distension, headache and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal distension, complication of device removal, device dislocation, headache and metrorrhagia with essure. The reporter commented: no hysteroscope was available in the operating room. The defective device was not kept. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a pharmacist and describes the occurrence of metrorrhagia ("metrorrhagia") and device dislocation ("the implants were located very low, therefore removal of essure failed") in a 43-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2016, the patient had essure inserted. On (B)(6) 2018, the patient experienced complication of device removal ("removal of essure implants failed"), 2 years 5 months after insertion of essure. On an unknown date, the patient experienced metrorrhagia (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required), abdominal distension ("abdominal bloating") and headache ("headaches sometimes"). The patient was treated with surgery (salpingectomy was performed on (B)(6) 2018 but implants were located very low, so removal failed). At the time of the report, the metrorrhagia, device dislocation, abdominal distension, headache and complication of device removal outcome was unknown. The reporter provided no causality assessment for abdominal distension, complication of device removal, device dislocation, headache and metrorrhagia with essure. The reporter commented: no hysteroscope was available in the operating room. The defective device was not kept. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: quality safety evaluation of ptc. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformance's data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.